Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the pacemaker exhibited failure to interrogate. No intervention was performed. The patient had no adverse consequences.